Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose since 10am that morning. The patient's bg was reportedly 570mg/dl with large ketones, and then was 400mg/dl at the time of the call to animas. Customer technical support reviewed the pump with the reporter and found all settings and histories match appropriately and no associated alarms were found in the alarm history. The pump has reportedly not been suspended. The patient reportedly changed the site twice and the cartridge once in response to elevated bg. The reporter noted that the patient did not have syringes to give herself a correction injection. The reporter stated he would take the patient to the ER for treatment of elevated bgs. There was no pump defect found on troubleshooting. This complaint is being reported because, the patient allegedly experienced hyperglycemia of unknown cause requiring medical intervention while on insulin pump therapy.